Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore error b31 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited damage in the fiber bonding in the outer tube area (distal end) and error b31 occurred. There was no patient involvement.